Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and noted to be in backup mode, allegedly due to premature end of service (eos). Since the patient is pacer dependent, a new lead was implanted as a temporary fix, and device replacement is anticipated. The patient was stable with no consequences.